Event description:
It was reported that prior to the start of a da vinci-assisted simple prostatectomy surgical procedure, after surgical port placement, the cannula lever was observed to be broke off from universal side manipulator (usm) 1. The customer did not notice that the lever was missing until draping the system usms. The planned procedure was completed using the remaining usms with no further issue and no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and was confirmed that further service was on hold pending approval.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was scheduled for usm replacement; however, fse investigation is still in progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: " looking at the image provided, the cannula mount is missing the lever and has damage to the lever linkage. The image shows the lever linkage to have split where pinned to the lever. Once the split had formed, the unconstrained lever would become susceptible to damage and ultimately separation from the cannula mount. The root cause of the issue can be attributed to the failure of the lever linkage.''

Event description:
Refer to h10/h11 for follow-up information.